Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Information was received from a manufacturing representative) regarding a patient receiving lioresal (concentration 2000mcg/ml, dose 375.3mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2015, the manufacturing representative (rep) covered a case with the doctor. In preop, the rep met the patient and interrogated the pump. After printing the pump readings, the rep noticed an error in the catheter information; it read that the pump segment implanted was 0.1 cm and the spinal segment implanted was 0.1 cm, with a total catheter volume of 0.000 ml. The rep raised concerns to the doctor and asked if he would replace the catheter. The doctor said that he would not replace the catheter and that he felt totally fine with just replacing the pump, since that was the original plan for surgery. The rep called medtronic tech services and raised concerns about the catheter volume and length. The rep was told to comply with what the doctor says. The doctor did a back table prime on the new pump in surgery, and in post op he gave the patient a 50 mcg bolus of baclofen. The patient is on a concentration of 2000 mcg of baclofen daily dose 375.3 mcg patient has a new 20 cc pump (patient's previous pump was also 20 cc). The issue was reported as unresolved at the time of the report.